Event description:
Consumer alleges her heating pad caught on fire while being used in bed. Consumer alleges minor injury to her hands and discoloring to a comforter during the event.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.